Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. In response to this issue an investigation was performed on axsym total psa reagent lot 56302lf01. The performance and reproducibility of the reagent lot 56302lf01 (composed of the same components as 56302lf01) was examined using an in-house retained reagent lot 56302lf00 and in-house serum based diluted panels. Diluted panels were used to mimic the diluted patient sample in which the discrepant result were observed, as no return material was available. Two runs were performed as per our in-house test procedures using two axsym instruments. All test results were within the specified range. In addition to our tests, we reviewed the testing data generated by our quality control laboratory prior to approving this lot of reagent for sale to our customers. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for axsym total psa was performed. Which revealed there were no trends related to discrepant patient results. A review of complaint tracking and trending reports was conducted. No adverse trend was observed for the issue under investigation. The operations manual for abbott axsym system provides adequate information and instructions in the event that error 1079 is obtained. The package insert also provides advice on storage and handling instructions. The complaint text stated that the customer had used water to perform manual dilutions. The axsym total psa package insert specifically states that the axsym free and total psa specimen diluent must be used to perform dilutions. It is not acceptable to use water or any other liquid other than the dedicated specimen diluent when performing dilutions. Failure to follow correct dilution procedures per the package insert may lead to erroneous results being generated. The results of this investigation demonstrate that no deficiency was identified and that the reagent lot under investigation is meeting safety, effectiveness and label claims. This is a final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated an aberrant axsym total psa result of 0.0 ng/ml on a patient specimen. The specimen generated error 1079 (incomplete meia optic read) with initial and repeat runs on the axsym analyzer. The specimen was repeated a third time with dilutions which tested axsym total psa 0.0 ng/ml (neat), 0.0 ng/ml (1:10 dilution) and 0.0 ng/ml (1:100 dilution). The account opened a new reagent kit of the same lot which tested axsym total psa >500 ng/ml(1:10 dilution) and 725 ng/ml (1:100 dilution). Recently, the patient tested total psa of approximately 700 ng/ml at another facility. Through troubleshooting, it was discovered the account used water for the specimen dilutions instead of axsym total psa specimen diluent. The axsym total psa result of 0.0 ng/ml was not reported outside of the laboratory. No impact to patient management was reported.